Event description:
Long term customer of softcup product informed us that she has vaginal scarring due to softcup use.

Manufacturer narrative:
Evofem medical director evaluated medical records provided by consumer. Medical director did not find anything in related records to vaginal health.